Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Testing of the returned battery pack was performed and confirmed the reported issue. The investigation determined that depleted cells within the battery pack caused the battery depletion. Analysis of the AED's log files identified that once a new battery was installed and a manual self test run the AED functioned as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.